Manufacturer narrative:
.

Event description:
During a physical check of the returned handheld computer for a facility, it was noticed that the main battery of the device was swollen. The handheld was returned due to a routine exchange for a motion tablet: no device malfunction was initially reported. The returned handheld computer was received by the manufacturer on 04/29/2016. Analysis is underway but it has not been completed to date. Review of manufacturing records confirmed all tests passed for the concerned handheld prior to distribution.

Event description:
Analysis of the returned handheld computer was completed and the reported allegation was verified. Visual analysis of the main battery was able to verify that it was swollen. During the analysis, no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.